Event description:
It was reported that the left ventricular lead exhibited t wave oversensing. Programming changes were discussed but it is unknown if they were made. There were no patient consequences.

Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5148917.